Manufacturer narrative:
Device evaluation: lens was returned dry, in a micro-centrifgure vial. There was clear surgical residue on product. Visual inspection found no damage to lens and presence of residue on the lens surface. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -8 diopter, implantable collamer lens into the patients left eye (os) on (B)(6) 2018. The lens was removed and replaced on (B)(6) 2018 for a longer length lens due to low vault. This resolved the problem.